Manufacturer narrative:
The device was returned for evaluation. The head of the bolt has fractured off and was not returned.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly during an office visit, it was discovered that the bolts had broken leading to failure of the frame. The broken device was removed.